Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.0 x 23 absorb gt1 and 3.5 x 12 xience alpine are being filed under separate medwatch reports.

Event description:
It was reported that pre-dilatation of the ostial left main was performed with a 3.0 x 12 mm trek balloon. Then, a 3.5 x 12 mm xience alpine stent was deployed at the ostial left main and post-dilated with a non-compliant balloon. A 3.0 x 23 mm absorb gt1 scaffold was implanted in the mid lad lesion; however, a perforation occurred (previously reported). Multiple attempts were made to balloon tamponade it; however, the perforation remained. Therefore, a 2.8 x 19 mm graftmaster stent was deployed to treat the perforation. This helped to decrease the amount of extravasation and perforation, but mild extravasation remained; therefore, a second 2.8 x 19 mm graftmaster was deployed with 1 mm overlap. During this time, pericardiocentesis was performed using a a 5 fr micropuncture sheath. Improvement was noted in the patient's hemodynamics with the placement of pericardiocentesis drain and the graftmaster stents; however, post angiography revealed that the xience alpine stent had migrated, likely due to interaction when the graftmaster stents were deployed. Dilatation of the left main was again performed with a 2.5 x 12 mm trek balloon. A new 3.5 x 12 mm xience alpine stent was deployed in the ostial of the left main and post-dilated with a 4.0 x 12 balloon. Intravascular ultrasound (ivus) revealed excellent stent apposition. The pericardiocentesis drain remained in the patient and the patient was sent to the intensive care unit overnight for monitoring and if there was no change in the accumulation of fluid, the drain was to be removed. No additional information was provided.